Manufacturer narrative:
A wallstent biliary stent and delivery system were returned for analysis. A visual examination found that a stent wire had perforated the outer sheath. Some of the stent wires were noted be uncrossed in the region where the outer sheath was perforated. During analysis, the outer sheath was observed to be retracted by 1mm. Initial attempt to deploy the stent was unsuccessful. However, after the outer sheath was dissected, the stent was then successfully deployed. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a biliary stricture. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying the wallstent biliary stent but after the stent was halfway released, the stent could not be deployed any further. The wallstent biliary stent was removed partially deployed on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a biliary stricture. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying the wallstent biliary stent but after the stent was halfway released, the stent could not be deployed any further. The wallstent biliary stent was removed partially deployed on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.